Event description:
It was reported that this right ventricular (rv) defibrillation lead had a shock impedance measurement of 70 ohms at implant and gradually increased to the high out of range measurements in the 123-127 ohms range, which suggests the cause was lead-related. Thresholds and sensing were fine. This rv lead remains in service and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.